Event description:
It was reported that during a meniscus repair and aclr procedure, there was a difficulty with the novostitch trying to access under the femoral condyle to reach posterior meniscus. Despite prompting, surgeon fired handle prematurely, failing to pass the suture through the meniscal tissue. The procedure was successfully completed without significant delay using a fast-fix 360. No other complications were reported.

Manufacturer narrative:
H10. H3, h6: visual inspection and functional testing could not be performed because the device, used in treatment, was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. The instruction for use (IFU) outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the complaint and manufacturing records was performed and there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.